Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawers 1.1 and 1.2 were not detected on bus and the full height cubie drawer 5 failed, which located on e3left. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device drawer 1 pocket 4 failed. The field service engineer fse found that the half height drawer 1 auxiliary entire drawer had failed. After logging into the station in storage space configuration the half height drawer 1 in the auxiliary was missing. An fse opened the back and there were no lights on the drawer and replaced the pyxibus controller board. An fse tried to reboot the station and it would not boot up and then unplugged both retractor bands on the drawer controllers. The station booted up. An fse replaced both drawer controller boards and performed a firmware update and configured the controllers in es. The fse tested the drawer with test software. The system functioned as intended after the field service engineer repaired the device.